Manufacturer narrative:
The reported experience of hairline cracks on syringe pumps could not be investigated as no devices were provided for this investigation. The customer provided 10 photos, 5 of which were lvp modules (attached photos 1 - 5). Photo 1 ¿ picture of an lvps sear/latch assembly sear may have a crack on the left leg. Photo 2 ¿ picture of an lvp lower hinge broken. Photo 3 ¿ picture of an lvp lower hinge cracked. Photo 4 ¿ picture of an lvp status lens that has been broken on the right side. Photo 5 ¿ picture of an lvp membrane frame lower mounting point cracked. Photo 6 ¿ picture of the back of a syringe module focusing on the handle with possible cracked along the edges of the mold. Photo 7 ¿ picture of a pca module with a cracked front case on the top left corner between the rate display and status lens. Photo 8 ¿ another picture of a pca module with a cracked front case on the top left corner between the rate display and status lens. Photo 9 ¿ another picture of a pca module with a cracked front case on the top left corner between the rate display and status lens. Photo 10 ¿ picture of a pca module that has a cracked front case. The crack is below the keypad down through the dose request cord female plug at the bottom of the pca. It was determined based on the provided photos that there were in fact cracks in the customers syringe and pca modules. The file was opened for the purpose of documenting a possible event reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
It was reported that the syringe pumps had hairline cracks. Patient information will not be available as it is unknown when the devices were used. The issue is being resolved by a company representative on site.